Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer stated that none of the buttons were working except the "b" button. The customer's blood glucose level was 205 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).